Event description:
It was reported to philips that the device gave a shock equipment malfunction message. The customer had replaced the therapy pca earlier and that did not resolve the issue. There was no patient involvement.